Event description:
Medtronic received information that 3 years following the implant of this transcatheter bioprosthetic valve, one stent fracture was noticed. The stent fracture was classified as a type I fracture, with no loss of integrity. No treatment was required and the valve remains implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis: the device has not been returned for analysis as it remains implanted. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(6). (B)(4).